Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 plbl lav cn, the device experienced stopper creep out or loose closure and underfill/ low draw of a tube with blood. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: due to the shield was molding defect, the tube had no draw, and blood can not be collected normally.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-10-31 h.6. Investigation summary: bd received 4 samples and 3 photos for investigation. The samples and photos were evaluated and the indicated failure mode for improper assembly and underfill was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and functional testing and the issue of improper assembly and underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of improper assembly and underfill. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 plbl lav cn, the device experienced stopper creep out or loose closure and underfill/ low draw of a tube with blood. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: due to the shield was molding defect, the tube had no draw, and blood can not be collected normally.